Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the power on the programmer turned off when the doctor tried to use it. There were no lights and could not be powered back on. Another outlet was tried with no success. The programmer had been on and the doctor was finished with the interrogation and the patient session when powered off. The battery was disconnected and re-inserted and there were no other programmers at the clinic. A new power cord and battery will be ordered and if the programmer still does not power up it will be returned for service. No patient complications have been reported as a result of this event.